Event description:
Consumer claims that the bristles on the denture brush are coming off. Consumer couldn't remember how long he had been using the brush before the back end tuft of bristles fell out. He no longer had the product.